Event description:
This complainant is now reportable based on the analysis completed on 05/21/2009. It was reported that during coronary drug eluting stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous, non calcified obtuse marginal (om). The lesion was predilated with a 2.0x15mm non bsc balloon. A 2.75x28mm taxus liberte stent was advanced to the lesion, but the device was unable to cross the om. The device was removed and a 2.5x16mm taxus stent was implanted and the procedure was successfully completed. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent struts on row 1 were bent distally. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)